Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, while tightening the screw, the tulip head of the screw disassembled from the shaft of the screw. The surgeon used a clamp to remove the remaining screw shaft from the body and used an alternate screw to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The product was not returned. However, pictures were provided. The pictures show that the tulip head has disassembled from the screw shaft. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. One non conformance was identified with the press force exceeded settings, but still being within the damage threshold. Parts were accepted and not associated with the reported failure. There were no other nonconformances or temporary deviations associated with this lot. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause: the failure occurs in-situ after tightening the closure top onto the rod. When the closure top is tightened down onto the rod, the rod bottoms out on the top of the screw shank. This is intentional and serves to lock the position of the screw shank to the position of the screw head. This puts force onto the splines of the screw shank and the mating spines of the swivel. The force is enough to cause permanent deformation to the splines and the top of the screw shank.

Event description:
It was reported that during the procedure, while tightening the screw, the tulip head of the screw disassembled from the shaft of the screw. The surgeon used a clamp to remove the remaining screw shaft from the body and used an alternate screw to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information: lot number.

Event description:
It was reported that during the procedure, while tightening the screw, the tulip head of the screw disassembled from the shaft of the screw. The surgeon used a clamp to remove the remaining screw shaft from the body and used an alternate screw to complete the case. There were no reported patient impacts or surgical delays.